Event description:
The patient presented to the emergency room not feeling well. The pulse generator was in dddr mode at a base rate of 70 pulses per minute (ppm). Atrial output was programmed to 2.5 v at 0.5 ms in the bipolar pacing configuration. Loss of atrial capture was noted at both 2.5 v and 5.0 v. The patient was sent home programmed in ddd mode at a base rate of 50 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2014 notes the lead was dislodged and capped on (B)(6) 2009.